Event description:
The service report shows the ventilator's volume were very low during its incoming performance verification. The nellcor puritan bennett customer suport engineer inspected the device and replaced the cup seal and cylinder assemblies for being worn. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.